Event description:
It was reported that a homechoice device experienced an unspecified system error. The patient was not connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a system error 0007 was identified during a review of the event history log. Internal and external inspection was performed and no issues were noted. Electrical and functional tests were performed. The device met specifications related to the reported problem. The direct cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.